Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not performing as expected. A revision surgery was performed and analysis identified a kink in the pump tubing. The pump was removed and replaced. There were no patient complications.